Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued, the patient was discharged from the hospital, and recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (500mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.